Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during priming with a prismaflex m100, an external fluid leak was observed from the purple line (replacement tubing). There was no patient involvement. No additional information is available.

Manufacturer narrative:
H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was received for evaluation and a pressure test was performed and a leak at the level of the y replacement connector was observed. Visual inspection showed that there was a hole on the y replacement connector. The reported condition was verified. The cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted.